Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a communication problem. He last recharged a week ago but then was stated he lost track of time and that it could have been longer. The use of the antenna locate feature resulted in a power on reset (por) being displayed on the recharger which then lead to the normal recharging screen. He was not able to adjust stimulation with his patient programmer. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3487a-45, lot# v472477, implanted: (B)(6) 2010, product type lead; product ID 3487a-45, lot# v474739, implanted: (B)(6) 2010, product type lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).